Event description:
The customer reported via phone call that they had a lost sensor alert. The customer also called back to report a high blood glucose of 428 mg/dl. The customer was also assisted with turning on the sensor. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.